Event description:
Serious injury involving one person. Ciba vision received a medwatch form from the FDA. The practitioner reported a pt (unk) wearing focus 1-2 week lenses who developed a corneal ulcer, righ eye, .5mm diameter, inferior nasal. Pt was prescribed ciloxan. No other info was provided by the "ecp". Ciba has left several messages with the practitioner, however, has been unable to contact him at this time.